Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 5 seconds, the balloon ruptured vertically. The device was removed from the patient's body without any problem and the procedure was completed with a different device. There were no patient's complications nor injuries reported and the patient status was good.